Event description:
Allegedly tibial tray is loose.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional info has been requested from the surgeon. Attempts have been made to have the product returned. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.